Manufacturer narrative:
Foreign zipcode (B)(6).

Event description:
It was reported that during surgery ultra fast fix t2 implant did not deploy. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: product ultra fast-fix ab assembly ¿ curved and ultra fast-fix ab assembly - rev curved devices used during treatment, were not returned for evaluation. This particular complaint was opened for an unidentified lot. This product style has no automatic mechanism or mechanical deployment. This product is controlled by the user to manually advance, position and deliberately strip the anchors off the needle. Per instructions for use: ¿a snap or click will be heard when the trigger is fully advanced, ensuring that the implant is fully seated at the end of the needle. Do not bend delivery needle. Do not use sharp instruments to manage or control the suture. It is normal to encounter resistance prior to achieving the ready position.¿ no root cause related to the manufacture of the device was confirmed. Complaint history review for three years prior indicated similar allegations for the product family reported. Device history review/batch/lot review was unattainable without a valid lot number provided. Product met specifications upon release to distribution. The report number for the two mentioned devices are: 1219602-2020-00072 and 1219602-2020-00071.